Event description:
It was reported that the device had unexpected longevity as the device lasted only 3.5 years. The device was explanted and replaced. It was also reported that the atrial lead had high thresholds, low pacing impedances, and diminished p-waves. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568-45 implantable pacing lead, implanted: (B)(6) 2004; 305c25 implantable tissue valve, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.